Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009, and mesh and miniarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2013 due to urinary retention with incomplete bladder emptying, pelvic and perineal pain and vaginal vault prolapse. (B)(4).